Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed multiple insulin pump error. The customer¿s blood glucose value was 201 mg/dl. The customer was unable to clear the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self test and it failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures . Hardware low level failures is confirmed in the formatted history file as due to a uart failure and as due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing. The motor arm cannot communicate with the main ar is confirmed in the formatted history file due to a software problem.